Manufacturer narrative:
Results: bd received one sample and three photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for needle detached with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, review of the device history record could not be conducted. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer was drawing insulin using a bd insulin syringe with the bd ultra-fine¿ needle 1 ml 31g x 5/16" when the needle detached and remained in the vial. There was no report of injury or medical interventions.